Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon fired the device and the clips would not close. Another device was opened to complete the case. There was no consequence to pt.